Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) level ranging from 144 to "high" on cgm; cause was not known. The customer change supplies to address the elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.